Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons response due to corroded keypad traces. The device had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, missing reservoir tube lip o-ring, and broken reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump had alarmed button error. Customer was attempting to go to the status and none of the buttons were working. Customer's blood glucose was 145 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.